Event description:
On 04/09/2008, the patient reported the up/down button on his insulin infusion device that is closest to his insulin cartridge is not properly working. He stated that due to this, he cannot lower his basal rates. He said he noticed this about 4 days ago when he was trying to perform a temporary basal rate decrease. He said when the button is pressed it makes an audible beep but does not respond. The patient stated he had a low blood glucose reading in 2008, and his wife called ems because he passed out on his couch. He said the ems treated him by giving him glucagon. The patient stated his endocrinologist is aware of the incident and that is the reason for them trying to lower the patient's basal rates. The product was replaced and requested to be returned for evaluation.